Event description:
It was reported that the patient had cardiac decomposition approximately one month after the device was implanted. The device was reprogrammed, the issue was resolved, and the device remains in use. No further patient complications were reported as a result of this event. The patient is enrolled in the leadless ECG study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.